Event description:
The manufacturer received information alleging a trilogy 202 would not turn on. The device was not in clinical us. There was no harm or injury reported. The ventilator was returned to a third-party service center for evaluation and the customer¿s complaint was confirmed. The device interface pca had fluid ingress. Error logs were downloaded, and error codes confirmed the interface pca fault (communication between host and obm was lost). The device's interface pca was replaced to address the issue.